Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the circuit was set up and connected to the patient's niv mask. A teleflex concha neptune heater was turned on to supply heated respiratory support. The circuit was in use for 24 hours before it was found to have melted at the column end connector. No patient injury or intervention reported.